Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular lead. Lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.